Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A supplemental will be forthcoming with the device history results. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use the connection at the stopcock on the disposable pressure transducer line disconnected. As a result there was ¿significant loss of blood¿. The quantity of blood loss was unable to be obtained. There was no allegation of patient injury or blood transfusion required. Unfortunately, the product was not available for evaluation as it was discarded at hospital. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.